Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported leak and unstable were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As the reported leak and unstable issue were unable to be confirmed during return analysis, it is likely that the cap was not completely rotated closed and not completely tightened; thus resulting in the reported unstable and the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a transcatheter arterial chemoembolization (tace) procedure, the valve of the copilot would not close completely and hemostasis of the valve was not able to be achieved. A new copilot from a different lot was chosen and used to continue the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.